Event description:
"On (B)(6) 2013 the ssu representative at maquet (B)(4) reported the ice block was melting too much and the compressor turned on too late on the hcu 30 serial number (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4)."